Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and mildly calcified right superficial femoral artery. A 5.0mm x 220mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, during twelfth inflation at 12 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a different device. No patient complications nor injuries reported and the patient's status was good.